Manufacturer narrative:
Batch review performed on (B)(6) 2025. Lot 2338123: (B)(4) items manufactured and released on 09-jan-2024. Expiration date: 2028-dec-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At 1 year 7 months from primary, the patient came in due to pain with the cause unknown. The surgeon determined the tibial baseplate had subsided. The surgeon revised all components as ma alignment was required. The surgery was completed successfully.